Event description:
Pt with history of adenocarcinoma of the right lobe of the lung, admitted with severe left-sided chest pain. Medical management included morphine pca. Pt was getting morphine per a cadd pump. Cadd pump was noted to be working well, and pt was getting prescribed doses. Reservoir volume was going down as expected on (pump) monitor. During administration pump beeped reservoir volume zero, yet upon examination, the old cassette was noted to be full. Pump message stated: "cassette damaged remove cassette". When attempting to remove/replace the old cassette experienced difficulty and was unable to remove cassette. This unsuccessful effort required replacement with a new cadd pump and cassette. The pt experienced no adverse event and reported "better pain control".

Event description:
The facility representative reported a colleague infusion pump with "failure code 810:04." The reported condition occurred during bio-med testing. There was no patient injury or medical intervention reported. This device utilizes user interface module master software (B) (4) that is categorized as ?colleague 2006." On (B) (6) 2009 a call was made to the customer contact to determine when the reported failure code 810:04 occurred. Customer contact stated that the reported failure code 810:04 occurred on the patient floor. There is no additional information available.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Manufacturer narrative:
(B) (4)a baxter service technician evaluated the pump for "failure code 810:04" during clinical use. During service, the reported condition was confirmed due to the air sensor/circuits that were saturated, and out of calibration air in line printed circuit board (ail pcb). Checked moisture, cleaned, dried and recalibrated tubing channel, and recalibrated ail pcb. The pump passed all functional tests and was returned to the customer.